Event description:
Boston scientific received information from the patient's spouse that this patient expired due to an infection three weeks after the initial implant procedure. The device was a suspected source of the infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.